Event description:
The customer reported that when the syringe was being disconnected from the bung, the blue valve did not engage immediately and when it did, it squirted blood/fluid from the bung. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
(B)(4). Sample involved in this event not be returned as it was not available. No failure investigation could be performed.